Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported event. Preventive maintenance was performed. The system was then tested and met all product specifications. No parts are returning for eval. The root cause is unk. (B)(4). This report was mailed to FDA on: 04/27/2011. (B)(4).

Event description:
A scrub tech reported problems with the handpieces and cartridges which had resulted in two cases of corneal burns. The tech also stated the surgeon indicated during the first case, the handpiece was too hot and that he had requested the handpiece be switched out. When the tip of the handpiece was removed from the eye, a burn was noted. The second handpiece was used to complete the case. The system was reported to have been exchanged during one of the cases, however, the tech was unsure of which case. Corneal edema was also reported to have occurred in one of the two cases reported. Additional info regarding pt status, identifiers, and additional event details has been requested but none has been received to date.